Event description:
During a procedure to remove the alta hip bolt, the extractor became stuck on the implant and would not turn to remove the implant. Another extractor was provided to complete the procedure. While using the other extractor, the surgeon reported that the dome-plunger had migrated out the femoral head to the joint space. Before the insertion set arrived at the operating room to reassemble the dome and plunger, the entire device had been explanted.

Manufacturer narrative:
Additonal information:evaluation of this event can not be performed because the device was not returned.